Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. It was noted that the left ventricular automatic threshold was detected higher than the programmed amplitude or was suspended. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).